Event description:
Drive medical was notified of an incident involving a bed and assist rail. The reporting facility indicated that the end user attempted to exit the bed. During this attempt, the end user slipped and rotated toward the bed rail, resulting in positioning of her arm coming across her neck while contacting the rail and pillow. The end user subsequently passed away. The rails in use were identified as assist rails. It was reported that the bed involved in the incident was subsequently inspected by the ministry of health for canada and placed back into circulation the next day. The exact assist rails that were involved in the incident were unable to be located and had been moved to another bed. Exact patient age and weight cannot be obtained from the importer's MDR, hence the age and weight filled in this form are only estimated.

Manufacturer narrative:
On june 13, 2026, an adverse event report concerning bed assist rails was provided by importer drive (MDR 2438477-2026-00034). As the manufacturer, we promptly launched an internal investigation. A spot check was performed by the quality department on bed-- sn: (B)(6), and the production batch records were verified to meet all requirements. Per the importer's report, drive medical had requested that the device involved in the incident returned for evaluation. It was reported that the bed involved in the incident was subsequently inspected by the ministry of health and placed back into circulation the next day. And the assist rails had already been disassembled and transferred to be used on another bed. As a result, the manufacturer is unable to identify the type of assist rails involved or confirm whether it was a product manufactured by us or not. Given the available information, it is not possible for us to conduct further analysis to determine the root cause, so there are no corrective actions for the time being.